Manufacturer narrative:
Corrected data: reference CAPA (B)(4).

Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned after use in the procedure. The delivery system was fully inserted through the sheath and the valve was crimped and positioned on the inflation balloon. The devices were separated for decontamination and evaluation. The delivery system was visually inspected and the following was observed: the crimp balloon was torn proximal to the inflation balloon to crimp balloon (ic) bond, the flex tip has severe gouging and minor compression on the distal flex shaft. Due to the nature of the complaint, no functional testing was performed. The complaint was confirmed by visual inspection. Dimensional analysis was performed. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing non-conformance. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. A device history review was performed and the work orders did not reveal any issues that could have contributed to this complaint. A lot history was performed and revealed no additional complaints for ¿balloon ¿ torn¿. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during manufacturing support that it is unlikely that a defect present in manufacturing contributed to the complaints. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned device. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in an investigation. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Per the information received, valve alignment was done in tortuous anatomy. The flex tip gouges seen in the returned device are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. Therefore, the patient and procedural factors (valve alignment in tortuous anatomy) likely contributed to the complaint. Previously, to address the emerging trend in I/c bond complaints, the tubing and resin lots for the crimp balloon underwent further review. This review identified a correlation between recent increase in complaint rates with alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ torn¿ was confirmed. The complaint was attributed to patient/procedural factors (valve alignment in tortuous anatomy). No manufacturing nonconformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in an investigation. In addition, to address the emerging trend in ic bond complaints, the corrective and preventative actions are being updated.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr, the delivery system balloon was torn. The patient had a severe tortuosity from abdominal artery to the aortic arch, the vessel was bent nearly 90 degrees. There was little calcification in the vessel. The access was obtained from the right femoral artery. Due to the severe tortuosity, valve alignment was performed at a mildly tortuous area; however, there was no resistance felt. After crossing the native valve, the sapien 3 valve did not inflate and balloon rupture was suspected and the system was retrieved. No vascular complication happened during withdrawal. The balloon was checked and found to be torn between the balloon and crimp balloon, not a rupture. A new 26mm kit was opened and the procedure was completed.